Event description:
Manufacturer was informed that a patient had fell. It was alleged that the bed exiting detection system had rang 15 minutes after the event. Patient did not suffer of injury related to the fall.